Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited oversensing due to electromagnetic interference and delivered an inappropriate antitachycardiac pacing therapy which induced the patient to experience arrhythmia. A subsequent shock was delivered to convert the arrhythmia. The device was reprogrammed and the patient was discharged. No further information was available.